Manufacturer narrative:
It was reported an error with a signal noise occurred at 1-2, 3-4. The electrode was displayed black on the carto. At 1,3 electrical potentials (electrode) occurred. After the cable was changed, the issue was resolved by changing the pentaray nav high-density mapping eco catheter to another one. The procedure was completed without patient's consequence. This event is not MDR reportable since the risk to the patient is low. On 01/07/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The initial visual analysis identified, ¿one of the splines is missing its tip and a wire is exposed.¿ the findings have been reviewed and assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and one spline was found missing and a wire was found exposed. The catheter outer diameter was measured and it was found within specification. Then, an electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 3. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of the damage on the spline cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 1/31/2019, the device history record (DHR) for the lot number 30092930l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and a signal noise issue occurred. It was reported an error with a signal noise occurred at 1-2, 3-4. The electrode was displayed black on the carto. At 1,3 electrical potentials (electrode) occurred. After the cable was changed, the issue was resolved by changing the pentaray nav high-density mapping eco catheter to another one. The procedure was completed without patient's consequence. This event is not MDR reportable since the risk to the patient is low. On 01/07/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The initial visual analysis identified, ¿one of the splines is missing its tip and a wire is exposed.¿ the findings have been reviewed and assessed as an MDR reportable malfunction.